Event description:
A health care professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens had a scratch. There was a patient contact, and the surgery was completed the same day. Additional information has been requested and received stated that issue with lens was noted after the lens was inserted. The patient received the replacement lens. The surgeon was not sure how scratch has occurred. There was a patient contact. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).